Event description:
It was reported that shaft break occurred. A 2.75mmx15mm fg nc emerge mr (nc emerge®) balloon catheter was selected for dilatation and it was noted that the shaft broke before entering into the guide. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).